Manufacturer narrative:
Customer was contacted by email and phone to request that the purely yours breast pump base be returned for investigation. As of this date, the breast pump has not been returned to ameda, inc. Therefore no visual inspection or investigation was conducted. If the pump is returned at a later date, a full investigation will be conducted and a supplemental medwatch report will be sent on these findings.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 to report the purely yours breast pump she has been using for 5 months has been experiencing decreased suction over a period of 4 months. Customer states she developed mastitis early after baby's birth but was not using a pump at that time. She developed a second mastitis 2 months after the first when she was exclusively pumping and no longer breastfeeding. Customer explained that her pump did not drain her right breast adequately causing an infection. A replacement purely yours breast pump was shipped overnight to the customer.